Event description:
The customer reported that the temperature probe separated while removing this esophageal stethoscope from the pt during surgery, the balloon came off. The customer stated that they were able to remove the balloon from the pt and there was no pt harm.

Manufacturer narrative:
Request for additional info has been requested. Should new info become available a follow up MDR will be submitted.